Manufacturer narrative:
Vyaire reference number:(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and was able to verify the complaint. The fsr replaced the main printed circuit board assembly and performed user verification tests and operation verification procedures. The ventilator passed all tests and performed as per manufacturing specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement associated with the event.